Event description:
Rf ablation procedures were performed on (B)(6) 2022. Site reported two patients with ehits on (B)(6) 2022 and the patient were prescribed xareto. Patients are currently doing well.

Manufacturer narrative:
Device did not malfunction during the procedure. The device lot number is unknown and the device was not returned for evaluation as the device was discarded. Complaints will continue to be monitored for any trends. If more information are provided in the future, a supplemental report will be issued.